Manufacturer narrative:
Preliminary analysis showed that the subject device operated within specifications.

Event description:
Reportedly, during follow-up on (B)(6) 2016, an unexpected battery impedance evolution was observed. The subject device was replaced and should be returned for analysis.

Event description:
Reportedly, during follow-up on (B)(6) 2016, an unexpected battery impedance evolution was observed. The subject device was replaced and should be returned for analysis.

Manufacturer narrative:
.

Event description:
Reportedly, during follow-up on january 21st, 2016, an unexpected battery impedance evolution was observed. The subject device was replaced and should be returned for analysis.